Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'no disposable, clamp tubing' alarm. Air was present. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Rate 2.0. Volume 11.0. Given 80.

Manufacturer narrative:
Device evaluation: no product sample not photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is dso sensor. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.